Event description:
During a left leg angiogram to treat a lesion in the anterior tibial artery, the doctor gained access in the right common femoral artery, with intention of accessing the contralateral side for treating down the left sfa and arteries below the knee. After access was gained, the doctor went to put the 6 fr raabe sheath in place, but due to the severe tortuosity and calcification all throughout the right common femoral, right iliac, and left iliac arteries, in order to get the sheath up and over, the doctor had to use a slip cath and amplatz super stiff wire to advance the 6fr sheath up and over the bifurcation. Much force was needed to advance the sheath from access site to point where the doctor stopped advancing; which was only as far as the distal left common iliac. His intention was to get to the left sfa, but with the tortuosity and calcium he had to stop advancing before that point. The physician then proceeded to treat the desired lesion in the left anterior tibial artery. At this point, the physician tried to pull back on sheath to bring it back over the bifurcation. However, the sheath would not pull back much, if at all, and it proceeded to come completely apart at the access site, including the physician seeing the inner coils within the sheath. He tried to pull on the coils to pull it out, but it recoiled into the common femoral artery and was no longer exposed outside the body. Access was then gained in the left common femoral artery in order to snare the broken 30-35 cm of sheath still up and over the iliac bifurcation, with no success. The patient was then sent to surgery to have it removed via a femoral cutdown approach. The broken portion of the sheath was successfully removed in surgery. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.